Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was repeated on an original analyzer. The repeat result recovered lower than the initial result and matched the patient's clinical history. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) and calibrations were acceptable on the day of the event. The customer replaced the sample probe and dilution probe. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed alignment verifications for the reagent probes, sample probe, dilution probes, and mixers. Further, the cse verified wash station alignment, performed an atellica total protocol (atp) check on the instrument, which showed the issue with reagent probe 1 (r1) and all mixers. The cause of the falsely elevated co2_c result is unknown. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00326 on 29-nov-2024 and the first supplemental MDR on 05-feb-2025. Additional information (17-feb-2025): siemens evaluated the event and determined that an instrument malfunction, which was addressed with the service activities mentioned in the initial and first supplemental report, potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00326 on 29-nov-2024. Additional information (15-jan-2025): in addition to the service actions mentioned in the initial report, the customer service engineer (cse) performed alignments on all the sub-device modules, cleaned all probes and mixer probes, replaced all the reaction ring cuvettes, sample probes, dilution probe and reagent probe 1 (r1) and reagent probe 2 (r2), and ran auto check, which recovered acceptably was passed. The customer powered down the entire line to the breaker and ran quality control (qc) which recovered acceptably. The component code and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.